Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report (B)(4)¿ section d4, UDI #, of the initial medwatch report stated: unknown. Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the investigation performed by the insurance company, in conjunction with experts in fire investigation, concluded that their investigation did not support the conclusion that the fire was started by or near the invacare oxygen concentrator. Stating, "during the inspection, our c&o expert noted the fire pattern within the residence did not support the conclusion that the fire stated by or near the concentrators. Instead, the evidence suggests that the fire likely began somewhere in the kitchen/dining room area (on the opposite side of the house)." The law firm representing the homeowners and their insurance company contacted the previous device manufacturer (invacare) to notify them that the insurance company had closed their investigation, and that no further actions will be taken. What remains of the damaged oxygen concentrator will not be returned to ventec or the previous device manufacturer for examination. However, based on the third-party investigation performed by fire experts and the insurance company, there was no evidence that the fire started by or near the oxygen concentrator. As a result, there is no evidence that a malfunction of the device had occurred. Based on the information available, there is no evidence to suggest that the oxygen concentrator caused or contributed to the reported fire, thereby there is no evidence that the device use caused or contributed to the patient's outcome. H3 other text : not returned to manufacturer.

Event description:
The following event was reported to ventec by the previous manufacturer of the device. Due to the circumstances of the reported event, ventec has chosen to conservatively report this event to the FDA. The previous manufacturer of the device, invacare, received a letter from an attorney. Minor changes were made below to protect the privacy of the persons involved, as indicated in [brackets]. The letter stated the following: "please be advised this firm has been retained to represent the subrogation interests of (B)(6) with regard to a fire at property owned by (B)(6) on (B)(6) 2023. Sadly, mr. (B)(6) passed away in the fire and mrs. (B)(6) incurring significant injuries. The fire originated in the living room. An invacare 10l oxygen concentrator and e tanks, serial number (B)(6) was in the area of origin. (B)(6) investigation into the origin and the cause of the fire is ongoing." This initial medwatch report is to document the reporting of the death of mr. (B)(6). No further details about the patient were provided. The previous device manufacturer was unable to provide the device's UDI information. As a result, section d4, UDI, is "unknown".